Event description:
It was reported that friction was noted when advancing the subject device (coil) in the introducer sheath and microcatheter. The microcatheter and coil were removed, and the coil was found to be detached. It appears that the coil may have jammed somehow in the microcatheter, and the junction broke. There were no patient complications reported due to this event.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications. Because the device was not returned and because a definitive cause could not be determined following review and analysis of available information, the cause for the reported complaint could not be definitively determined. The subject device was not returned.